Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The video shows partial view of clinician holding a drainage catheter in which partial break was noted at the tip of catheter. Therefore, the investigation is confirmed for the reported catheter tip fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using the navarre universal drainage catheter. Post-procedure, the catheter body fractured. The procedure was completed using another catheter. There was no reported patient injury.

Event description:
A patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using the navarre universal drainage catheter. Post-procedure, the catheter body fractured. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.